Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative test. Investigation could not be completed due to lack of information. Lot number and cartridge serial number were not provided.

Event description:
Customer reported receiving a suspected false negative result on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn (B)(4)). Customer tested positive on (B)(6) 2022 with a sars-cov-2 pcr test. Although requested, customer did not respond to technical supports three attempts to obtain additional information regarding this false negative result.